Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced severe vomiting, which she believed was due to food poisoning. Her friend, boyfriend, and son attempted to assist by offering apple juice, but the patient was unable to swallow. She subsequently became incoherent. At the time, her tandem insulin pump cgm readings ranged between 107¿127 mg/dl. No bg meter reading was taken. On (B)(6) 2025, around 2:00 pm, the patient lost consciousness and was transported to the emergency room (ER). Upon arrival, her bg level was recorded at 800 mg/dl, and her cgm device was removed. The patient was then transferred to a second medical facility. At the second facility, the patient regained consciousness in the afternoon of (B)(6) 2025. She received treatment including potassium, magnesium, saline, and intravenous (IV) insulin. The patient was discharged on (B)(6) 2025. At the time of this report, the patient was feeling well, with a cgm reading of 165 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).